Event description:
It was reported, the patient is experiencing uncomfortable pain at her scs ipg site when she charges the ipg. The patient stated that for approximately the past four months when she recharges, her skin at the ipg site becomes red and inflamed. The patient would like to have her ipg replaced. Further investigation identified the patient had her scs ipg explanted and replaced with a different model. The patient is reportedly satisfy with the new ipg. The reported issue is resolved. The event date is undetermined.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.